Manufacturer narrative:
The reported events were lead dislodgement, high capture thresholds, ¿out of range impedance¿ and failure to advance stylet. As received, a complete lead without a stylet was returned in one piece. The reported event of high capture thresholds and ¿out of range impedance¿ were not confirmed. Electrical testing did not find any indication of conductor fractures. The reported event of failure to advance stylet could not be confirmed. Unable to perform the stylet insertion test due to the condition of the lead as received. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During an initial implant procedure on (B)(6) 2024, it was reported that the right atrial (ra) lead dislodged which resulted in high capture thresholds and out of range impedance measurements. The dislodgement was discovered via fluoroscopy. There were no consequences to the patient. Upon repositioning of the ra lead, the physician encountered difficulties advancing the stylet into the ra lead. The ra lead was not installed, and a new ra lead was successfully implanted. The patient was stable throughout the procedure.